Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('chronic pelvic pain/pain/pain pelvic') in a 24-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "patient did not underwent essure confirmation test". The patient's medical history included excess vomiting in pregnancy, spotting vaginal, cramp in lower abdomen, labour augmentation, pregnancy and vaginal delivery (2 full term spontaneous vaginal deliveries.). Previously administered products included for an unreported indication: zofran, clindamycin and pitocin. Concomitant products included ethinylestradiol;norethisterone acetate (loestrin). On (B)(6) 2009, the patient had essure inserted. On (B)(6) 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea/dysmenorrhea (cramping)"), menorrhagia ("menorrhagia"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)") and dyspareunia ("dyspareunia (painful sexual intercourse)"), 1 month 29 days after insertion of essure. In (B)(6) 2013, the patient experienced bladder disorder ("bladder or urinary problems or changes"), urinary tract disorder ("bladder or urinary problems or changes"), fatigue ("fatigue") and alopecia ("hair loss"). On (B)(6) 2013, the patient experienced migraine ("migraines"), headache ("headaches"), nausea ("nausea"), vaginal discharge ("vaginal discharge") and increased tendency to bruise ("easy bruising"). On an unknown date, the patient experienced anxiety ("anxious"), depression ("depression"), rash pruritic ("rashes or skin conditions type rash and redness/itching"), abdominal pain ("abdominal pain"), back pain ("low back pain"), vulvovaginal pain ("vaginal pain") and erythema ("rashes or skin conditions type rash and redness"). The patient was treated with surgery (on (B)(6) 2017underwent a diagnostic laparoscopy/bilateral salpingo-oophorectomy/hysterectomy (full)). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, abdominal pain, back pain and vulvovaginal pain had resolved, the dysmenorrhoea, menorrhagia, anxiety and depression had not resolved and the vaginal haemorrhage, female sexual dysfunction, rash pruritic, bladder disorder, urinary tract disorder, migraine, headache, nausea, dyspareunia, vaginal discharge, fatigue, increased tendency to bruise, alopecia and erythema outcome was unknown. The reporter considered abdominal pain, alopecia, anxiety, back pain, bladder disorder, depression, dysmenorrhoea, dyspareunia, erythema, fatigue, female sexual dysfunction, headache, increased tendency to bruise, menorrhagia, migraine, nausea, pelvic pain, rash pruritic, urinary tract disorder, vaginal discharge, vaginal haemorrhage and vulvovaginal pain to be related to essure. The reporter commented: during insertion procedure 2 coils were noted into the uterus. The same was then done on the patient's left side and 2 coils were also noted. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 11-nov-2019: pfs received. Event clubbed and pt term updated: rashes or skin conditions type: rash and redness/itching. Event onset date added for: migraines, headaches and chronic pelvic pain/pain/pain pelvic. Incident no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("chronic pelvic pain") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea"), menorrhagia ("menorrhagia"), anxiety ("anxious") and depression ("depression"). The patient was treated with surgery (on (B)(6) 2017 underwent a diagnostic laparoscopy/bilateral salpingo-oophorectomy). Essure was removed. At the time of the report, the pelvic pain, dysmenorrhoea, menorrhagia, anxiety and depression had not resolved. The reporter considered anxiety, depression, dysmenorrhoea, menorrhagia and pelvic pain to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-nov-2018: quality safety evaluation of ptc. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
"Ntaneous" case was reported by a lawyer and describes the occurrence of pelvic pain ("chronic pelvic pain") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea"), menorrhagia ("menorrhagia"), anxiety ("anxious") and depression ("depression"). The patient was treated with surgery (on (B)(6) 2017 underwent a diagnostic laparoscopy/bilateral salpingo-oophorectomy). Essure was removed. At the time of the report, the pelvic pain, dysmenorrhoea, menorrhagia, anxiety and depression had not resolved. The reporter considered anxiety, depression, dysmenorrhoea, menorrhagia and pelvic pain to be related to essure. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("chronic pelvic pain/pain/pain pelvic") in a 24-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "patient did not underwent essure confirmation test". The patient's medical history included excess vomiting in pregnancy, spotting vaginal, abdominal pain lower, labour augmentation, pregnancy and vaginal delivery (2 full term spontaneous vaginal deliveries.). Previously administered products included for an unreported indication: zofran, clindamycin and pitocin. Concomitant products included ethinylestradiol;norethisterone acetate (loestrin). On (B)(6) 2009, the patient had essure inserted. On (B)(6) 2010, the patient experienced dysmenorrhoea ("dysmenorrhea/dysmenorrhea (cramping)"), menorrhagia ("menorrhagia"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)") and dyspareunia ("dyspareunia (painful sexual intercourse)"), 1 month 29 days after insertion of essure. In january 2013, the patient experienced bladder disorder ("bladder or urinary problems or changes"), urinary tract disorder ("bladder or urinary problems or changes"), migraine ("migraines"), headache ("headaches"), fatigue ("fatigue") and alopecia ("hair loss"). On (B)(6) 2013, the patient experienced nausea ("nausea"), vaginal discharge ("vaginal discharge") and increased tendency to bruise ("easy bruising"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), anxiety ("anxious"), depression ("depression"), rash ("rashes or skin conditions type: rash and redness"), abdominal pain ("abdominal pain"), back pain ("low back pain"), vulvovaginal pain ("vaginal pain") and erythema ("rashes or skin conditions type: rash and redness"). The patient was treated with surgery (on (B)(6) 2017 underwent a diagnostic laparoscopy/bilateral salpingo-oophorectomy/hysterectomy (full)). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, abdominal pain, back pain and vulvovaginal pain had resolved, the dysmenorrhoea, menorrhagia, anxiety and depression had not resolved and the vaginal haemorrhage, female sexual dysfunction, rash, bladder disorder, urinary tract disorder, migraine, headache, nausea, dyspareunia, vaginal discharge, fatigue, increased tendency to bruise, alopecia and erythema outcome was unknown. The reporter considered abdominal pain, alopecia, anxiety, back pain, bladder disorder, depression, dysmenorrhoea, dyspareunia, erythema, fatigue, female sexual dysfunction, headache, increased tendency to bruise, menorrhagia, migraine, nausea, pelvic pain, rash, urinary tract disorder, vaginal discharge, vaginal haemorrhage and vulvovaginal pain to be related to essure. The reporter commented: during insertion procedure 2 coils were noted into the uterus. The same was then done on the patient's left side and 2 coils were also noted. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 26-feb-2019: pfs received. Reporter information were added and updated. Date of removal were added. Medical history, concomitant drug and historical drug were added. Outcome of the event pelvic pain were updated. Event verbatim were updated as dysmenorrhea/dysmenorrhea (cramping) and chronic pelvic pain/pain/pain pelvic. Event : abnormal bleeding (vaginal), apareunia (inability to have sexual intercourse), rash and redness, bladder or urinary problems or changes, migraines, headaches, nausea, dyspareunia (painful sexual intercourse), vaginal discharge, fatigue, hair loss, easy bruising, patient did not underwent essure confirmation test, low back pain, vaginal pain and abdominal pain were added. Incident no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.